Event description:
The company was informed that the pt developed an infection due to her external equipment. In early 2008, the pt underwent surgery to clean the infection. The pt was recommended not to wear headpiece until the area is fully healed. The inflammation has decreased. The pt continues to be monitored by the centre.